Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power on when she replaced the battery. The patient was issued a reaplacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was investigated. Upon receipt, the monitor was able to power on, however corrosion was found on the aux pca board and contamination was found throughout the monitor. The cause for the intermittent ability to power on in the field is likely due to the corrosion on the pca board. The cause of the corrosion and contamination was unable to be positively identified but is likely due to ingress of an unknown liquid. No adverse events resulted from the defective monitor. The patient received a replacement belt.